Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a 18f flexnav delivery system. The annular dimension of the native valve were annulus diameter 21.4mm, perimeter 67.1mm and area 342.3mm². During procedure, the access was obtained by percutaneous puncture on the left side and a pre-dilatation was done with a 20mm balloon. The valve was deployed in the native annulus of the patient at an implant depth of around 2-3mm. Prior to final deployment of the valve, the guidewire was pulled back to centralize the nose-cone. When the delivery system was removed, it appears to have pulled the valve upward resulting in a valve migration. The physician decided to snare the valve and pulled to higher in order to deploy a second valve. The snare was introduced percutaneously on the right side. The physician successfully snared the valve and a new 23mm non-abbott valve was deployed. There was no obstruction to the coronaries. Vascular closure was achieved successfully in the left side. When the physician introduced a non-abbott closure system on the right side, a dissection occurred. The physician mentioned the cause of dissection was possibly due to a kink in the guidewire (as the vessel was quite tortuous.) After 15min of manual compression, the bleeding stopped. The physician mentioned the cause of dissection was non-abbott closure system. The patient was reported stable.

Manufacturer narrative:
An event of the device embolization and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the valve was deployed in the native annulus at an implant depth of around 2-3mm. Prior to final deployment of the valve, the guidewire was pulled back to centralize the nose-cone. When the delivery system was removed, it appears to have pulled the valve upward resulting in a valve migration. The physician decided to snare the valve and pulled to higher in order to deploy a second valve and pulled to higher in order to deploy a second valve. Based on all available information, the cause for the reported device embolization appears to be related to procedural conditions (interaction between the valve and delivery system). The reported improper or incorrect procedure or method was due to user snared the valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instruction for use, navitor¿ transcatheter aortic valve implantation system, stated "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
It was reported that on 26 march 2024, a 25mm navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a 18f flexnav delivery system. The annular dimension of the native valve were annulus diameter 21.4mm, perimeter 67.1mm and area 342.3mm². During procedure, the access was obtained by percutaneous puncture on the left side and a pre-dilatation was done with a 20mm balloon. The valve was deployed in the native annulus of the patient at an implant depth of around 2-3mm. Prior to final deployment of the valve, the guidewire was pulled back to centralize the nose-cone. When the delivery system was removed, it appears to have pulled the valve upward resulting in a valve migration. The physician decided to snare the valve and pulled to higher in order to deploy a second valve. The snare was introduced percutaneously on the right side. The physician successfully snared the valve and a new 23mm non-abbott valve was deployed. There was no obstruction to the coronaries. Vascular closure was achieved successfully in the left side. When the physician introduced a non-abbott closure system on the right side, a dissection occurred. The physician mentioned the cause of dissection was possibly due to a kink in the guidewire (as the vessel was quite tortuous.) After 15min of manual compression, the bleeding stopped. The physician mentioned the cause of dissection was non-abbott closure system. The patient was reported stable.